Event description:
It was reported that air in the as lvp 20d 3ss cv line caused the tubing inside the pump to expand. The following information was provided by the initial reporter: "continuous vancomycin infusion running through a PICC line. The line was beeping from time to time. Opened module to assess tubing and found part of the tubing inside the pump was inflated causing a bubble in the tubing."

Manufacturer narrative:
H6: investigation summary : the customer's report that part of the tubing inside the pump was inflated causing a bubble in the tubing was not confirmed based on the customer provided sample. The root cause could not be determined because the issue could not be replicated. 6 possible lots were given by the customer and a DHR was performed on them. A device history record review for model 2426-0007 lot number 20057139 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 30may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 lot number 20037409 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 31mar2020 and showed that a total of (B)(4) in 1 lot number was built on 01apr2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 lot number 19115336 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 05nov2020 and showed that a total of (B)(4) in 1 lot number was built on 05nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 lot number 20036824 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 25mar2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 lot number 20056661 was performed. The search showed that this lot does not exist for this model number. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 lot number 18126794 was performed. The search showed that this lot does not exist for this model number. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h.10.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20057139, medical device expiration date: 2023-05-29, device manufacture date: 2020-05-29. Medical device lot #: 20037409, medical device expiration date: 2023-03-31, device manufacture date: 2020-03-31. Medical device lot #: 19115336, medical device expiration date: 2022-11-02, device manufacture date: 2019-11-02. Medical device lot #: 20036824, medical device expiration date: 2023-03-24, device manufacture date: 2020-03-21. The reported lot #s [18126794 and 20056661] were not found for the reported catalog # [2426-0007]. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that air in the as lvp 20d 3ss cv line caused the tubing inside the pump to expand. The following information was provided by the initial reporter: "continuous vancomycin infusion running through a PICC line. The line was beeping from time to time. Opened module to assess tubing and found part of the tubing inside the pump was inflated causing a bubble in the tubing."